Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 500 mg/dl range. The customer treated via manual insulin injection. Troubleshooting for the high blood glucose was declined. The customer also reported that they experienced an off no power alarm; however, they had received a low battery alert prior to the off no power alarm. The customer was advised that this was normal insulin pump behavior and that they should change the battery. The insulin pump was not returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert and unexpected battery power loss anomaly noted during test.